Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the electrical clinical observations and detailed analysis did not reveal any abnormalities. However, based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
This product has been returned and device evaluation was completed.

Event description:
It was reported that a day after this right atrial (ra) lead was implanted, the lead had poor sensing and high output. It was further explained that the lead was oversensing noise. The patient was sent to surgery for a lead revision. During the revision, the helix would not retract, thus the ra lead was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.